Event description:
It was reported that the disposable cassette caused the pump to exhibit a no disposable alarm. The delay in therapy caused the patient to experience some discomfort.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: health impact and evaluation codes: updated h10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product picture was received for evaluation. Visual inspection found the picture attached shows the product label. The cassette nor the reported issue are visible from the attached picture. The complaint is not confirmed. No other analysis was performed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This issue is being monitored via an internal CAPA. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Corrected data: h3, h4.